Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a laparoscopic bypass reversal procedure involving the small bowel anastomosis, staple line bleeding was observed after firing the stapler. The patient returned one day post-operatively with an anastomosis bleed, requiring re-operation to resect and re-staple the previous small bowel anastomosis and create a new one. The patient required a blood transfusion and experienced a seizure following the re-operation. Extended surgical time by more than 30 minutes, extended hospitalization, and admission to the intensive care unit were reported.